Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Device received stuck in motor error loop during bolus/basal delivery. Unable to test for motor position encoder error alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 191 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.